Event description:
Customer called to report high bgs and the device driver arm was loose. High bgs were treated with a bolus. It was stated that the customer had some difficulties priming the pump during a set change. Additionally, it was stated the amount of insulin versus the reservoir volume was incorrect. Customer felt that the insulin was not delivering. A lead screw test was performed and the unit passed the test. Customer did not feel comfortable with the pump and did not wish to continue troubleshooting the pump.